Manufacturer narrative:
There are no other complaints associated with the referenced lot numbers. X-rays were not received from the health professional. Based on the information provided, fracture cannot be attributed to the implant. Intra-operative fractures may be multifactorial and can depend on patient bone quality and surgeon technique. From the nextstep arthropedix insitu total hip system instructions for use (IFU): "before any implant is used, the surgeon should be completely familiar with all aspects of the surgical procedure and the limitations of the device."

Event description:
During the primary hip arthroplasty the surgeon believed he identified an intra-operative fracture after inserting the stem. He removed the stem, utilized circlage cable, and reinserted the stem. Upon reinserting the stem the fracture was more apparent and the stem subsided. The stem was removed again and a competitor's stem was implanted.